Event description:
Pt sustained first and second degree burns of back of neck following MRI of c-spine. Pt was wearing a silk blouse, no necklace or bra. MFR checked equipment on site post-occurrence and found no problem with coil; noted metal artifact on all scans. Pt received outpatient minor treatment.